Event description:
Ez breathe atomizer does not function; product is a few months old and malfunctions constantly. I understand that there is a recall and my unit is in the recalled serial numbers but this solution to your removal of primatene inhalers off the market is horrible. I relied on primatene for 30 years with no side effects ever. There is no viable solution yet you chose to deprive millions with asthma of an inexpensive and accessible treatment without a replacement. Shame on you. Albuterol does not work for me; now this ridiculous product doesn't work. What am I supposed to do. I am not alone and yet you have no solution. Unacceptable. Reason for use: asthma.